Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms noted. Device had cracked case at display window corners and battery tube threads and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the he has been experiencing high blood glucose. The customer stated that about 3 weeks back his belt clip broke and his site was pulled out in the middle of the night and his blood glucose went high to 500 mg/dl with ketones. He stated that since then he was between 300 and 400 mg/dl; he would treat with an injection and then when going back to the insulin pump it would rise again. He experienced nausea, vomiting, abdominal pain, rapid breathing, thirst and frequent urination. The customer was hospitalized with diabetic ketoacidosis; first on (B)(6) 2015 with blood glucose of 456 mg/dl, then on (B)(6) 2015 with blood glucose of 500 mg/dl and transferred to another hospital at 400 mg/dl. The drive support cap is recessed, the customer declined to check for site/set issues, setting were accurate and the insulin pump failed the high pressure test twice. The insulin pump was replaced and returned for analysis.